Manufacturer narrative:
(B)(4). Date sent: 1/5/2021. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. Additionally, the cable was cut off. The tissue pad was attached to the clamp arm and not detached as reported by the customer. Due to the condition of the returned device, we could not connect the device toa gen11 for functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u9435w. Additional information was requested and the following was obtained: the tissue pad peeled off when the device was activated for 1 to 2 minutes without clamping any tissue. The tissue pad broke when the device was activated for 1 to 2 minutes without clamping any tissue. The blade was fully closed when backcutting. Is the white tissue pad completely missing from the clamp arm of the device? Yes, the tissue pad peeled off. No further information will be available. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during a laparoscopic left hemicolectomy, the tissue pad peeled off when the device was activated for 1 to 2 minutes without clamping any tissue. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.